Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not have any power. The field service engineer found that the drawer boards were defective and replaced the drawer boards. The fse noticed that all the rear screws for the drawers were loosened, adjusted, and tightened to resolve the issue. The customer was then able to inventory the drawers to ensure functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary showing black screen and and not responding to touch. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.